Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform all functional test including displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime / delivery test and off no power anomaly due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had an off/no power anomaly. Blood glucose level at the time of the incident was 205 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.